Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. It was noted that this pacemaker had exhibited farfield oversensing previously. Blanking had been adjusted at that time. This pacemaker is on an advisory and this patient was scheduled for prophylactic explant. Additional information was then received noting there is 7 years remaining on the battery and not exhibiting premature battery depletion, this patient will continue to be monitored. No adverse patient effects were reported.